Event description:
Per the clinic, the patient experienced pus at the abutment site. Subsequently on (B)(6) 2015 the patient underwent a procedure to debride the site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.